Event description:
It was reported that the customer's insulin pump had a blank display and damage around the battery compartment. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. No blank display anomalies were noted. The device was received with frozen full segment display due to connector crystal defect on remote frequency board. The device had cracked belt clip slot, cracked case at display window corners, and received with minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.